Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and the issue did not resolve even when rebooted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. A field service engineer (fse) troubleshot an issue with the station not powering on and identified that drawer 5.2 was preventing the system from turning on. The fse determined that the drawer controller was faulty, replaced and configured the controller, and performed testing using the hardware test application to confirm proper functionality. The fse also replaced the bumper slide on the drawer, after which the customer tested the drawer and confirmed that it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.